Event description:
Affiliate reported that the device was revised as it was unable to reprogram the pressure. In addition, it was noted that the back of the valve was missing.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.